Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm noted. The test guardian link with the glucose sensor simulator communicates properly to the pump noted. Insulin pump programmed the alert on high with the glucose sensor simulator and the alert registered properly in the insulin pump history and alarm history noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The insulin pump did not alarm on (B)(6) 2018 when the highs started, but alarms were found after pump download and not in the alarm history. The customer was given a self pulsed manual injection to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.